Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. A set screw with a rounded socket was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician could not tighten the right ventricular (rv) pace/sense set screw in the header of the device. The device was attempted but not used and was replaced. No patient complications have been reported as a result of this event.